Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) reviewed the system parameters and noted measurements to be within normal range. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that due to the condition of the patient, the physician opted to implant a concomitant leadless pacemaker system in the right ventricle. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) reviewed the system parameters and noted measurements to be within normal range. No adverse patient effects were reported. This system remains in service.